Event description:
It was reported that a dexcom g7 sensor produced glucose readings in the dexcom mobile app but failed to pair with the ilet, which showed a persistent pairing failed state with a spinning indicator; troubleshooting included verifying the sensor code, toggling cgm settings between g6 and g7 on the ilet, and attempting to restart the pairing process, after which the patient was advised to allow additional time for completion. Symptoms included none reported. Outcomes included no clinical impact and continued cgm visibility only in the dexcom app. Investigation included technical troubleshooting and user education. Investigation of this case revealed a pairing communication issue limited to the ilet connection while the sensor functioned with the dexcom app. It was concluded that the event involved a device-to-device connectivity problem without patient injury.